Manufacturer narrative:
This report is a correction of a previously submitted erroneous 5-day report. This event is a 30-day reportable malfunction event only and there was no death or serious injury related to the event and this report does not represent an event that necessitates remedial action to prevent an unreasonable risk of substantial harm to public health. Corrected fields b1, b2, g6 (should have been 30 day initial), h1, h8

Event description:
It was reported that during a revision procedure, a piece of the tibial adaptor plate trial, size 1.5, broke off. The rep has the broken trial in possession and is requesting replacement. The surgeon removed the broken piece from inside the patient before he implanted the final 1.5 x 9 ps insert. There was no surgical delay during the procedure. Patient was last known to be in stable condition following the event. Patient was fine and case went well. Just a simple poly swap, but a piece broke off from the thin tibial adaptor plate trial during trialing. The device is available for return. A device image was provided.

Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. Per capa2017-53, human error was considered to be a cause of this failure. Two possible scenarios include using the incorrect size adapter plate or attempting to remove the adaptor plate with a tool other than the truliant drop rod handle, as stated per the operative technique, 71-35-31. The geometry of the truliant drop rod handle, in addition to an appropriately constrained adaptor plate, as designed creates a scenario in which contact with the flexure is extremely difficult. The design lends to being susceptible to breakage if used incorrectly due to the use of ultem material with a thinner aspect under load.